Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen in office for an evaluation with the physician of his current artificial urinary sphincter (aus) device. After watching the patient attempt to cycle the device as well as palpating, the physician believed the device no longer functioned appropriately and decided that it needed to be replaced. Upon explant, it was noticed that the device was empty. The patient is expected to have a full recovery.